Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed an error message (sf140) related to the alarm priority and error message (sf 82) related to the alarm system. Visual inspection of the main circuit board revealed a leaking super capacitor. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and displayed a red screen. There was no harm or serious injury reported as a result of this incident.